Manufacturer narrative:
A2: age at time of event: 18 years or older corrected, b5 describe event or problem.

Event description:
It was reported that the stent and balloon were stuck. The 80% stenosed target lesion was located in distal carotid artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent and balloon got stuck. The device was removed. No patient complications were reported, and the patient was stable post-procedure. The target lesion was located in the right coronary artery and not the carotid artery.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the stent and balloon were stuck. The 80% stenosed target lesion was located in distal carotid artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent and balloon got stuck. The device was removed. No patient complications were reported, and the patient was stable post-procedure.